Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) only functioned for seven months. The battery voltage was dropping at a rate of 0.2 v per week. At the current rate the ins would reach end of service (eos) in 3-4 weeks. At implant, longevity calculation estimated the time to eos to be 20.7 months.

Manufacturer narrative:
Please note that additional information has been received that has identified the implantable neurostimulator (ins) serial number. Additionally, review of manufacturer records indicated this event was previously reported through regulatory report #3002807576-2016-00040. All further information received regarding this event will be filed as part of that regulatory report line.

Event description:
Additional information reported the patient's ins was replaced.